Event description:
It was reported that the board had locked up and failed. No adverse consequences alleged.

Manufacturer narrative:
Stryker field technician was able to help troubleshoot the issue over the phone, however, the user facility did the repair themselves.